Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet pump with a dexcom g7, with the highest cgm reading of 302 mg/dl and a confirmatory fingerstick of 159 mg/dl after approximately four hours; no infusion set, cartridge, or connector issues were identified, meals were announced on time for beans and rice, and the device had no recent alarms and was synced. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.